Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional or relevant information has been received to date.

Event description:
It was reported that at a follow-up appointment the patient's device was interrogated and the impedance was found to be within acceptable limits. Therefore it appeared that previously reported high impedance was an intermittent issue which had resolved for the time being. In the future, diagnostic results will only be reported if the high impedance returns.

Event description:
The patient presented for the first post-implant appointment where the device was interrogated and diagnostics were performed. The impedance was found to be higher than the results observed at the initial implant two weeks earlier. There was no known trauma to the site or no known cause of the high impedance. The physician wanted the patient to return for evaluation. The manufacturing records of the lead and generator confirmed both devices passed quality control inspection prior to distribution. No additional relevant information has been received to date.